Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) procedure, the powerflex extreme 6 x 4 mm balloon burst at 15 atm and separated into two (2) pieces. The balloon was said to have inflated normally. The balloon burst was a circumferential tear. There was no dissection noted. The separated balloon segments were retrieved using a snare device. The procedure was completed successfully. The same inflation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The target lesion for the procedure was located in the ulnar vessel. The lesion was reported to be: mildly calcified, 40 mm length, and 6 mm vessel diameter. No additional information was available. The product was returned for evaluation adn testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.